Manufacturer narrative:
No analysis of the actual device was performed due to the sample has not been received for evaluation to confirm the failure. The batch paperwork for the lot numbers reported were reviewed. The reviewed batch records confirmed the lots were manufactured to meet all of the blueprint specifications and quality requirements. Three samples taken from the stock were inflated using the parameters set out by the procedures. The three samples inflated without any issues or restrictions noted. All samples were leak tested under water and no leakages detected. The samples remained inflated for a four hour period, and no leakages were detected. It was inflated /deflated three times and no issues were observed. The customer reported malfunction could not be detected on the inspected samples. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A report received from the user facility stated the tracheostomy tube experienced a leak in the cuff. There were no patient injuries reported.